Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in office four months post implant and it was determined that the threshold was very high on the right ventricular (rv) lead. The sensing and impedances were normal but changed. The rv lead was repositioned and remains inuse. No patient complications have been reported as a result of this event.